Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. How was the device removed?=>I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. 2. Was the device not able to be removed, and subsequently the tissue was cut? =no. Additional event information received: it was rectum procedure on ra. Cdhb was used on rectum anastomosis. There was no change in procedure (e.g. Additional porthole, unplanned colostomy) due to the issue. It could not be attached to the device, after the anvil was placed, so additional cut was performed on the purse suturing area, and another anvil was placed to complete the firing. The device was used as is from the anus side intestinal duct. The replaced anvil and the device in the question was able to be attached, and could be fired. The patient is stable after the operation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the anvil could not be removed from the device when the device was set. Then the anvil could not be attached to the device when anastomosis. The oral side intestine was cut, and the device was used as is, and another anvil was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4: batch # 170c41. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage. There were no staples present and the breakaway washer was present, uncut and without marks. Further analysis of the device showed that the trocar was damaged. However, the anvil was installed onto the trocar without any difficulties. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The defect of the trocar damaged has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information a manufacturing record evaluation was performed for the finished device batch number 170c41, and no non-conformances were identified.